Event description:
It was reported that the patient was taken to ER via ambulance for bradycardia symptoms. On the way the patient went into vf and was successfully shocked out of it. At ER medical rep checked the device and found capture threshold programmed to 2v which was below threshold and not capturing. Doctor questioned why the device was programmed to 2v and if vf was caused by asystole from non-capture. The rep checked threshold and it was 4v so device output was manually reprogrammed to 5v. Review of save to disk showed the device has measured 0.75v for last 10 days and outputs have come down from 4v to 2v. Threshold over last year have been steady with brief periods of higher thresholds. It was reported that the patient's potassium levels were out of range. Lead impedance was at 1367 ohms but has been rising over last 2 years. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) we received performance data collected from the device and have analyzed the data. The data recorded a rising ventricular lead impedance. Analysis of the device found battery depletion to be normal.

Event description:
It was reported that the patient was taken to ER via ambulance for bradycardia symptoms. On the way, the patient went into vf and was successfully shocked out of it. At ER medical rep checked the device and found capture threshold programmed to 2v which was below threshold and not capturing. Doctor questioned why the device was programmed to 2v and if vf was caused by asystole from non-capture. The rep checked threshold and it was 4v so device output was manually reprogrammed to 5v. Review of save to disk showed the device has measured 0.75v for last 10 days and outputs have come down from 4v to 2v. Threshold over last year have been steady with brief periods of higher thresholds. It was reported that the patient's potassium levels were out of range. Lead impedance was at 1367 ohms but has been rising over last 2 years. No further complications have been reported as a result of this event.